Manufacturer narrative:
(B)(4). Date sent: 11/28/2017. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. It was reported that the patient was observed clinically. Was there any change to the post-operative care of the patient (extended hospital stay, readmission, etc.)? If yes, please explain. What was the product code of the stapler (plee45a, pse45a, ec45a, etc.)? Is there a video of the procedure?

Event description:
It was reported that during a gastroplasty for obesity by video in the vertical gastrectomy technique, in the 4th shot it showed a poor formation of the clipping line, with no closure of the stapled structure (stomach) and consequently exposure of the mucosa and intraluminal contents. The reload was a blue one. The same stapler was then reused with another reload to correct the failure and terminate the gastric septation. At the end of the surgery, a total of 6 loads were used (2 green, 1 golden, 3 blue (including the defective one)). The whole process of handling the stapler was obeyed as determined by the manufacturer, including waiting 15 seconds before firing the trigger, for better captation of the tissue. In that shot, the noise of the apparatus was processed differently, as if it was subjected to a greater resistance, but the safety lock was not done, as it would be expected. After the end of the event, we performed the methylene blue test, looking for any extravasation and observed the patient clinically, but without need for abdominal drainage, overexertion or other additional therapy. The same had a good evolution, leaving the hospital according to our protocol. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Photographic analysis: picture received shows a piece of tissue with an aperture at almost the end of it. Based on the photo alone the event describe is confirmed.